Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Could you please provide more details how device was removed? Was there a change in the procedure? If yes, please explain. Could you please clarify if was any change in the post-operative care of the patient as a result of the event?

Event description:
It was reported that during an esophagus procedure, the device was closed. Before firing, they wanted to loosen it again to check the anastomosis. This is how they always do it with the esophagus! But the device could no longer be opened. They didn't dare to shoot the anastomosis either, i.e. The forklift was removed again without being used and a new one with the same technology was used (this time without any problems). There was no patient outcome.

Manufacturer narrative:
(B)(4). Date sent: 03/03/2022 d4: batch # 136a61 device analysis: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh25p device arrived with no apparent damage. Device was returned with staples and an uncut washer. When a battery was inserted, a green checkmark appeared indicating a full firing stroke did not take place. After rotating the rotation knob and confirming smooth movement, device was fired into a test skin where it worked as designed. Attempts to replicate failure of unusual opening and closing were unsuccessful. Rotation knob and opening/closing movement performed as designed. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: to withdraw the open device, rotate it 90° in both directions taking care to minimize movement of the distal tip. This ensures the tissue is released. Gently pull out the device while simultaneously rotating. To inspect the donuts, remove the anvil, washer, and donuts from within the circular knife. Open the device by turning the adjusting knob counter clockwise until the anvil shaft is fully exposed. Remove the anvil to expose the device trocar. Retract the device trocar by rotating the adjusting knob clockwise until a stop is reached. Check the device trocar to verify that it is fully retracted before proceeding. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 02/03/2022.